Event description:
The customer alleged that the audio alarm was not working. The co's customer support engineer (cse) inspected the device and found that the alarm was working intermittently. He replaced the alarm assembly. The unit passed extended self testing. It is not verified that there was no audio alarm and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.